Manufacturer narrative:
The device has not been returned for evaluation. Root cause cannot be determined at this time.

Event description:
Information was received via a clinical study that a patient underwent an explant procedure which included nail dynamization due to delayed or partial consolidation.